Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-21735927-(B)(4): the glass cap exhibits devitrification, and slight detritus buildup around the devitrification area; the glass cap is fractured at the fiber/glass cap fusion zone; the distal portion of glass cap fracture is missing; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 176,902 joules and 31:38 minutes fiber tip damage was noted. The fiber was exchanged and the case was completed using an alternate procedure ("electric knife"). The fiber tip was cleaned during the procedure. Good patient outcome reported.